Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 263 mg/dl. Customer reported she was at a restaurant and the device pressed against her skin as a bathing suit was worn, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).